Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative a patient with loss of suction with one interface. There are multiple related reports for this facility. This report addresses a pi (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check and the energy check were performed successfully without issue. The ablation test was performed successfully and without problems, but the ablation test image is blacked out because the microscope illumination was not turned on, therefore the ablation test image does not show any steps between the orientation lines. The energy was stabile during the whole day. The logfile shows twenty nine successfully performed treatments. The reported treatment could be identified in the logfile. Patient interface and suction ring was docked several times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value, the surgeon pressed the foot pedal and stopped the vacuum process, the treatment was cancelled. The treatment was aborted by user. In summary the patient interface lost suction before the laser fired. No technical root cause could be identified. Review of the logfiles for the treatment day shows no relevant warning or error messages. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing food pedal. The manufacturer internal reference number is: (B)(4).